Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left circumflex artery and was reported to be angular. The physician was unable to position the liberte bare metal stent into the target lesion. After repeated attempts using guidewires, guide catheters and balloon anchoring, the stent delivery system was removed and damage to the distal end of the stent was noted. The procedure was able to be completed with a non-boston scientific device. The patient remained stable throughout the procedure with no complications, and was said to be stable post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).